Event description:
It was reported: pt revised due to market withdrawal this investigation was forwarded to the co from the pt hotline. Their records do not indicate when sulzer orthopedics us was notified of the pt's revision.